Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, machine was not responding, and screen went black. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, machine was not responding, and screen went black. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the field service engineer inspected the station and found it powered on but displaying a black screen. The engineer powered off the station and disconnected all drawers, reconnecting them one by one until identifying that auxiliary drawer 3.2 caused the issue. The retractor band was disconnected from the pyxis module control board, and the station powered on without issue. The engineer replaced the individual drawer control board. The customer logged in and verified drawer functionality, and all operations worked without issue. The system functioned as intended after the field service engineer repaired the device.